Event description:
The customer reported that the system displayed a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The nodes were flashed during the service call. The system was tested and found to be working as intended and put back into service. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on (B)(4), 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.